Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a total loss of power was unable to be confirmed via the log file analysis. The mobile power unit (mpu) (serial number: (B)(4)) was not returned for analysis; however, a log file was submitted for review and showed events spanning approximately 4 days ((B)(6) 2022 per timestamp). There were no notable alarms active in the event log file. A review of the periodic log file showed events spanning approximately 256 days ((B)(6) 2021 ¿ (B)(6) 2022 per timestamp). The backup battery count increased eight times through the duration of this log file, from 13 to 21. The last count increase (21) was recorded on (B)(6) 2022 at 09:44:43. The backup battery count increase is due to a total loss of power to the controller. The periodic log file recorded each event in 24 hour intervals and did not capture any alarms. Due to the times at which events were recorded, the cause or what power source was in use at the time of the no external power events could not be determined. The system operated as intended at the set speed. There were no other notable alarms active in the log file. Additional information provided on 24-feb-2022 stated that loss of power occurred while the patient was attached to the mobile power unit (mpu). A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(4)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. C) section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook (rev. C) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient stated they woke up with their power out. The device appropriately switched power sources to the backup battery when this power outage occurred. When the patient woke up and realized they had lost power, they switched their power source to their batteries. The log files from this event were sent to technical services to be reviewed. Upon interrogation of the files, multiple pulsatility index (pi) events and low flow hazard events were found but there were no alarms associated with a loss of external power event.